Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The lot no. Is 0jb004 (9zk). Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. The device outer tube is broken. Customer has no information if the breakage of the device outer tube happened when the device was being inserted/withdrawn from the trocar. Customer did not report the issue. The issue was found in device evaluation. The exact cause of the issue could not be determined. However, the investigation results in the past suggest that the probe was contacting other instruments or non-insulated area possibly caused the reported event. A likely mechanism of the reported phenomenon is as follows: 1. During output in seal and cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. A force to activate the output in seal and cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches on the probe. Also, the ultrasonic level error (error code: u509) was detected. 3. The probe broke when a force was applied. Contact with non-insulated area of grasping section: 1. Grasping section was closed without grasping anything while the device was activating in seal and cut mode, (this includes after tissue resection) causing the tissue pad to wear out. 2.due to wear of the tissue pad, the non-insulated area and the distal end of the probe came into contact. 3. The output was activated in seal and cut mode in state of above description. This caused scratches (contact marks) on both distal ends of the probe and the grasping section. 4.a force to activate the output in seal and cut mode, or a force to grasp the body tissue was applied to the probe and, cracks were branching from the scratches on the probe. Also, the ultrasonic level error (error code : u509) was detected. 5.the probe broke when a force was applied. Based on information provided and the result of replication testing, a likely mechanism causing everting of the outer tube might be the following: the tweezers were slid along the outer pipe to remove the excess tissue accumulated in the probe. This caused the protrusion on the outer tube. The tweezers were entering in between the protrusion and the outer tube and a force was applied to the area. This caused everting the outer tube. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·when using the thunderbeat in combination with the trocar, do not apply strong bending pressure to the shaft. If the thunderbeat instrument comes in strongly contact with the opening of the trocar, it could cause the insulation on the thunderbeat instrument¿s shaft to be peeled and/or cause other damage to the thunderbeat instrument. ·when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. ·when using the thunderbeat in combination with the trocar, do not apply strong bending pressure to the shaft. If the thunderbeat instrument comes in strongly contact with the opening of the trocar, it could cause the insulation on the thunderbeat instrument¿s shaft to be peeled and/or cause other damage to the thunderbeat instrument.

Manufacturer narrative:
Additional information has been received from the customer. Device has been evaluated. This supplemental report is being submitted to provide this information. No information is available on patients pre-existing medical condition. Patient initials are (B)(6). The procedure was therapeutic. Event occurred during the middle of the procedure while the doctor was performing coagulation. No information is available on the settings. No information is available on how the broken fragment was removed from the patient. There was a delay but no specifics are available. Nor is there information available if the patient required additional anesthesia. The model and serial numbers of the devices used in conjunction with the device at the time of the event (generator, light source, camera head, scope, cables etc.) Are not known. The device was inspected before use with no anomalies noted. The connection points to the generator were inspected. There was no cable damage. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were bundled. The returned device was evaluated. Upon inspection, it was noted that the device probe was broken. In addition, the teflon pad had burn marks and the tube cover was broken. The equipment does not present any obvious physical blow. Transducer connector is in good condition, without traces of misuse. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The probe piece that broke off fell in the patient and was retrieved.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the olympus representative, midway through the laparoscopic myomectomy procedure, the device was giving continuous u509 error message for the probe. The jaws of the device were cleaned wet compress, removing the excess tissue accumulated with a needle, and the procedure continued. Almost at the end of the procedure, the error message was the frequency of the alarm increased and the device lower jaw fractured. The procedure was completed with another similar device. There is no reported harm or adverse impact to the patient.